Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported receiving the following blood glucose results on the same patient: 8:17 am: 25.8 mmol/l on meter b5/2, 8:19 am: 7.5 mmol/l on meter b5/3, 8:20 am: 8.0 mmol/l on meter b5/2. The customer stated later in the day on the same patient the following blood glucose results were obtained: 11:53: 19.6 mmol/l on meter b5/4, 12:00: 11.1 mmol/l on meter b5/4, 12:03: 11.7 mmol/l on meter lab 4. No serial numbers were provided for any of the meters. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The customer returned 3 vials of strips from lot number 474399. Strips from each vial were tested with level 1 and level 2 controls all of the returned results were within acceptable range. The strips met specification and no product problem was found. The allegation could not be substantiated.